Event description:
It has been reported to co that during the procedure the physician found it difficult to introduce the catheter into the sheath. Reportedly, with the left coronary catheter it was "even impossible". The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.